Event description:
On (B) (6) 2010, the patient reported that for the past week he has had elevated blood glucose readings of around 485 mg/dl with his target range being 70-120 mg/dl. He said he did his own troubleshooting, but did not find anything wrong. He said his elevated readings began on (B) (6) 2010 and his readings continued to elevate until the night of (B) (6) 2010 when his readings started to decrease. He stated he then woke up the next morning with a reading of 276 mg/dl. He changed his infusion headset, tubing and the insulin cartridge of his infusion device. His reading decreased to around 70 mg/dl and continued to be normal throughout the day. He stated he talked with his doctor who suggested he switch to his backup infusion device for troubleshooting purposes. The patient stated he switched to his backup device just prior to the report. During troubleshooting, the patient stated he changes his headset every 4 days and was advised to change it every 3 days. Troubleshooting did not find any product issues. The patient was advised to switch back to his primary device and continue to monitor his readings. He stated he would do so and call back if he continued to have issue. No product will be returned for evaluation.